Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation to show a causal relationship between the event of hyperglycemia and subsequent hospitalization and the liberty cycler. Additionally, there are no allegations of a malfunction against the liberty cycler related to this event. There is a probable temporal relationship between continuous cycling peritoneal dialysis (ccpd) on the liberty cycler and the patient¿s hyperglycemic episode and hospitalization as it is known that complications can accelerate during pd therapy due to glucose containing solutions.

Event description:
A peritoneal dialysis (pd) patient contacted technical support for a drain complication and during the call, the patient mentioned that they have been released from the hospital that day. Upon follow up the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient was advised to go to the emergency room (ER) for elevated glucose levels (lab values unknown) and was subsequently hospitalized (B)(6) 2018 due to hyperglycemia. The patient continued pd therapy while hospitalized and did not miss any treatments, however, it is unknown if the patient utilized fresenius products. The patient underwent diabetes education and had their insulin increased (type, units, frequency unknown). The patient was to follow up with their endocrinologist. The patient was discharged and fully recovered and continues to complete pd therapy.

Event description:
Upon further follow up, the patient¿s medical records were obtained. A review of medical records revealed that the patient was advised to go to the emergency room (ER) for elevated glucose levels. The patient was reported to have consumed a fast food milk shake and cherry coke for a meal as well as started on a higher concentration of their peritoneal dialysis (pd) fluid (concentration unknown). The patient¿s blood glucose level that night was 600 which was determined with a blood stick. On (B)(6) 2018, the patient awoke to a blood glucose level higher than 600 and decided to go to the ER where their blood glucose was 537. The patient was treated with 10 units of regular insulin subcutaneously (subq) and was discharged from the ER with an improving blood glucose of 419. On (B)(6) 2018, the patient was reported to have not been feeling well after consuming a protein drink (unspecified). The patient¿s blood glucose was checked and it was higher than 600 which resulted in the patient going to the ER. On arrival, the patient¿s blood glucose was still elevated at 615, with normal anion gap, normal serum bicarbonate, normal arterial ph (all unknown values) but an elevated calculated serum osmolality of 334. Initially, the patient was administered 10 units of regular insulin subq after which the patient had improved slightly to 392 within 2 hours. The patient¿s blood glucose then started to trend upwards to 416. At that time the patient was admitted to the intensive care unit (ICU) for an insulin drip (type, dose, duration unknown) for hyperosmolar non-ketotic hyperglycemia. The patient denied any associated fever, shortness of breath (sob), dysuria, but did admit to polyuria. It was also noted that the patient has uncontrolled hypertension and would resume treatment with home medications and hydralazine 25 mg tablet by mouth every 8 hours as needed. The patient was treated with insulin drip per endocrinology tool protocol and managed supportively with mealtime, basal and sliding scale insulin. The patient underwent extensive education on diet and pharmacotherapy for uncontrolled diabetes. The patient¿s hemoglobin a1c on (B)(6) 2018 was 10.6. In addition, consideration was made for adding insulin into the patient¿s pd solution, however it is unknown if this occurred. No further hospital course is known. The patient was discharged to home on (B)(6) 2018 in stable condition. The patient is reported to have fully recovered from this event and continues to complete pd therapy.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported serial number. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation to show a causal relationship between the event of hyperglycemia and subsequent hospitalization and the liberty cycler. Additionally, there are no allegations of a malfunction against the liberty cycler related to this event. There is a temporal relationship between the increase in dialysate concentration during continuous cycling peritoneal dialysis (ccpd) therapy on the liberty cycler and the patient¿s hyperglycemic episode which is complicated by non-compliance with diet and diabetes management leading to the hospitalization. It is known that complications can accelerate during pd therapy due to glucose containing solutions.